Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer for service due to a service required alarm e-384. No harm or injury was reported. During evaluation the ventilator failed the oxygen (o2) flow test. It was noted the interior of the device was heavily covered in dust and both the flow path and the machine flow sensor were obstructed due to dust accumulation. The air exchange control module (aecm) required replacement to address the issue.